Event description:
Received information stating while the ventilator was on a patient, the unit went into an alert condition. The ventilator had water sprayed onto it during dialysis procedure. The patient was removed from the ventilator without any change in therapy. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.